Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report feeling ill but did not wish to disclose the symptoms. Medical attention is not reported as a result of the actual blood glucose results or reported condition. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 386mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report feeling ill but did not wish to disclose the symptoms. Medical attention is not reported as a result of the actual blood glucose results or reported condition. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 386mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is undisclosed.the meter memory was not reviewed for previous test result history.